Manufacturer narrative:
Xrays images analyzed on 24-june-2021. Clinical evaluation performed by medical affairs director few weeks after primary cemented tka a recurring dislocation of patella is reported and will require revision. This is normally due to component position, but in this case we have no means to evaluate the specific situation, so no final conclusion can be drawn.

Manufacturer narrative:
Batch review performed on 02-jun-2021: lot 20108972: 240 items manufactured and released on 02-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, 182 items of the same lot have been already sold without any other similar reported event mysolution department analysis: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Dislocation of the resurfacing patella after the primary surgery performed on (B)(6) 2021 . The revision surgery has not planned yet.